Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Investigation: samples received: none. Analysis and results: there are no previous complaints of this code-batch. We manufactured and mostly distributed in the market 3,168 units of this code-batch. There are 36 units in stock that have been requested for analysis. We have not received any sample from the customer for analysis. We have received 36 units from stock. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of all samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 1.42 kgf in average and 0.84 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 1.31 kgf in average and 0.74 kgf in minimum and fulfilled ep requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that the needle detaches. The reporter indicated that in two cases the needle was detached from the thread when opening the pouch (in one of the cases the needle could not be found). Malfunction found before use.